Event description:
During an MRI infusion, the hospital reported a situation where the patient's vital signs had changed rapidly, and discovered a free-flow condition. The staff took immediate steps to prevent further fluid delivery and discontinued the infusion. The patient's vital signs recovered within minutes, and the patient was monitored and remained stable throughout the remainder of the day. No patient injury occurred. The hospital reported being able to reproduce a free-flow condition when placing the infusion pump tubing off-center on the peristaltic pump fingers. It has not been determined if this is the cause of this event.

Manufacturer narrative:
The pump has not yet been examined by iradimed corporation. Customer has retained the device and requested testing at their facility, which has not yet occurred. Customer has reported positioning pump tubing off-center within the pump, which is the incorrect installation of the tubing. The proper method of installation is described in the operator's manual. The instructions warn that stretching the tubing, or mis-positioning the tubing can result in free-flow conditions. It has not been confirmed if what the reporter has described caused this event. Investigation is still in process. A follow-up report will be filed within 30 days of this report.